Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the popliteal artery with heavy calcification. The 3.0x40 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was used and deflated; however, during removal there was slight resistance with the anatomy and the tip of the device separated at the weld. A snare was used to retrieve the separated pieces. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty removing the device, separation and unexpected medical intervention appear to be related to circumstances of the procedure. It was reported by the account that the armada 14 interacted with the heavily calcified anatomy resulting in the reported difficulty removing the device and while pulling back the balloon, the device ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.